Event description:
Used bd needles to compound IV solutions and discovered a small white "floater" in the finished IV bag. This object is insoluble and didn't come from the starting solutions. It appears that it might be the bonding agent used to attach the needle to the hub. Dates of use: 2009.